Event description:
It was reported that; orthopaedic spine surgeon reported that he was performing an l5/s1 alif with posterior percutaneous fixation. The case went well with no apparent problem. When the patient was having her 2; week follow up x-ray, noticed the tulip of the screw had detached from the screw shaft. An x-ray is in attachments. At present the customer reported that the implants are to remain in the patient until the surgeon takes some advice and decides what the appropriate next step is.

Manufacturer narrative:
Product long description: pedicle screw spinal system. Catalog# 482804740. Method: complaint history review; risk assessment; results: the product is still implanted, and lot number was not provided. Therefore, device inspection and device history review could not be performed. The activity level of the patient is unknown and it is also unknown if the patient experiences any fall. Conclusion: the root cause of this reported event could not be determined conclusively.

Event description:
It was reported that; orthopaedic spine surgeon reported that he was performing an l5/s1 alif with posterior percutaneous fixation. The case went well with no apparent problem. When the patient was having her 2; week follow up x-ray, noticed the tulip of the screw had detached from the screw shaft. An x-ray is in attachments. At present, the customer reported that the implants are to remain in the patient until the surgeon takes some advice and decides what the appropriate next step is.